Event description:
It was reported by repair work order that the power load would not go into load position due to debris in the transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during investigation that the trolley would not move to the load position in powered mode, however the unit was still functional in manual mode and would be able to load and unload a patient for transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power load would not go into load position due to debris in the transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the power load would not go into load position due to debris in the transfer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.